Event description:
It was reported that myopotentials oversensing was causing pauses in pacing. Programming changes were made. The oversensing was resolved. Patient condition is normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.